Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. It was also reported that a malfunction alarm occurred. Customer's blood glucose level was 224-227 mg/dl. A pump replacement was sent to resolve the issue.